Event description:
The customer reported to olympus that the hd autoclavable camera head was working at the beginning of the therapeutic laparoscopic procedure and later the image darkened with no visibility. The customer reported the procedure was completed with a similar device with no extension of procedure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device's image would discolor to a yellow shade when the cable was moved. The visual issues were caused by a defective cable and a coupler with rust. In addition, the image showed defective pixels. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the root cause for the malfunction. However, it is likely that poor communication occurred due to cable failure, and the image was not displayed. Olympus could not presume the cause of occurrence of cable failure. The event can be prevented by following the instructions for use which state: never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.